Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5087229) that a patient of unknown age who underwent breast prostheses implantation with unspecified mentor smooth saline implants in 2004 for unknown indication visited a doctor a year later for shoulder pain and inflammation with accompany muscle spasm that did not go away. The patient reported she developed cervical and general dystonia, chronic migraines, joint pain, arthritis, and incessant breast pain and tenderness. The patient underwent explantation of the devices in 2016. The explant surgeon informed the patient that one implant was molded around the port, and he had scraped her tissue free of the absorbed decomposing silicone that surrounded the implants. The patient is continue treatment for remaining health problems associated with chronic inflammation. The patient reported that she has the implants. No product investigation was completed at the devices were not received. No patient name or contact information was provided, therefore no follow up can be completed and there is no additional information available. No product malfunction, such as deflation, was reported. The root cause of the patient's symptoms are unclear. This report is for one of the two devices.